Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The stapling device was being applied to the stomach. For the fifth firing, the surgeon squeezed the handle and it cracked. The device was fully articulated. Then realized that the bougie had slipped into the remnant of the stomach and the stapler had been applied over the bougie. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was not able to press the green button and not able to squeeze the handle. The jaws of the device did not lock onto the tissue. No component of the device broke off. In order to resolve the issue and complete the case, got a new stapler handle and reload and were used without issue. There was no patient harm. The patient status is alive, no injury.